Event description:
The pump had an "alarm propped up motor" message while the pt had no MRI. The message continued to appear following reprogramming. The pump was replaced. The drug being administered via the pump was lioresal. Additional info has been requested.

Manufacturer narrative:
(B)(4).